Manufacturer narrative:
The brand name is unknown. The catalog number, lot/serial number is unknown. PMA/510(k) number is unknown. Device manufacture date: the device manufacture date is unavailable. UDI: the part number as unknown. All attempts to obtain product information were. Unsuccessful. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that after testing of the attachment device it was observed that the device was generating heat at the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.